Event description:
Damaged transformer housing - breach present cracks in housing customer was able to see wiring. Customer reported no spark, fire or flame and no injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u contact with the customer, the customer indicated that the transformer casing fell apart. The customer did not witness any smoke, fire, sparking or injuries, but the customer did note that the transformer blew all of the circuits in the room. The customer is unaware of what happened to cause the transformer casing to fall apart. A product eval revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design per ul2601-1 2nd edition. Product samples were dropped three to times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.98 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.9 ohms, which is normal and indicates that the thermal fuse did not blow.